Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When surgeon was trying to torque locking nut, it would not torque out and shards of metal peeled off the connector screw.

Manufacturer narrative:
(B)(4). One (1) mountaineer head to head cross connector outer nut [product code: 1883-41-100] was also returned to the chu for evaluation. Visual examination also revealed that the threads had become torn. Noted damage suggests that the out nut threads became inadvertently cross threaded resulting in the threads becoming torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the outer nut threads becoming ¿torn¿ cannot be positively determined. However, noted damage suggests that the threads on the outer nut became inadvertently cross threaded resulting in the threads becoming torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.